Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections due to a hypotube break 218mm distal to the manifold strain relief. The hypotube was flattened at the breakpoint indicating a kink occurred prior to breakage. The hypotube was furthermore kinked at various locations, particularly at a 4cm stretch around the break point. A product mandrel was advanced through the entire guidewire lumen without restrictions. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the very tortuous right coronary artery. Using a non-bsc guide extension catheter, the physician began to advance a 2.50x38mm promus premier stent delivery system (sds) to the target lesion. The physician pushed the sds with a tremendous amount of force and the shaft broke. The sds was successfully removed with the extension catheter and the procedure was completed with two smaller promus premier stents. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that the shaft broke. The lesion being treated was located in the very tortuous right coronary artery. Using a non-bsc guide extension catheter, the physician began to advance a 2.50x38mm promus premier stent delivery system (sds) to the target lesion. The physician pushed the sds with a tremendous amount of force and the shaft broke. The sds was successfully removed with the extension catheter and the procedure was completed with two smaller promus premier stents. No patient complications were reported and the patient's status is fine.